Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 06/12/2008. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the speaker is not functioning during use. No harm or injury to patient reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit failed the initial power connect test with no audio. All speaker connectors were securely in assigned sockets. Based on the investigation performed, the reported complaint was confirmed. It was determined that the defect was related to the speaker harness itself and not the result of a loose or disengaged connector. A conclusion could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
The event is reported as: the speaker is not functioning during use. No harm or injury to patient reported.